Manufacturer narrative:
This supplemental report was filed to provide additional information. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had received a single inappropriate shock due to double-counting. The patient experienced some dizziness but did not have a syncopal episode. The patient was subsequently admitted into the hospital. No additional adverse events were reported. This supplemental report is being filled to include additional information. The patient experienced a syncopal episode that was associated with undersensing smaller signal amplitudes. At the time, the device was exhibiting elective replacement indicator (eri) and was subsequently explanted due to normal battery depletion. A new device was implanted. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report was filed to provide additional information.

Event description:
This supplemental report is being filled to include additional information. The patient experienced a syncopal episode that was associated with undersensing smaller signal amplitudes. At the time, the device was exhibiting elective replacement indicator (eri) and was subsequently explanted due to normal battery depletion. A new device was implanted. No additional adverse events were reported.

Event description:
It was reported that this patient had received a single inappropriate shock due to double-counting. The patient experienced some dizziness but did not have a syncopal episode. The patient was subsequently admitted into the hospital. No additional adverse events were reported.